Event description:
It was reported a patient experienced and was hospitalized for shortness of breath and ¿drain fluid in the lungs¿ coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment was not reported. The cause of the shortness of breath and ¿drain fluid in the lungs¿ was unknown. The patient was discharged 2 days after admission. At the time of this report the patient was recovered from the shortness of breath and ¿drain fluid in the lungs.¿ no additional information is available

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, a service history review and device history review was performed as part of the investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history review revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The cause of the reported event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.